Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to use room temperature insulin and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.